Manufacturer narrative:
One 3 lesion nt1100¿ pain management rf generator was received for analysis. No accessories or original packaging was available for inspection. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Note: the returned device is equipped with only three radio frequency ports. Ac power was applied to the rf generator and a successful power on self-test was observed. Functional testing also confirmed user defined target temperatures were successfully achieved during the application of rf energy. No faults, warnings or irregular heating periods were encountered during the evaluation performed. Based on the information provided to abbott and the investigation performed, the root cause of the field reported temperature issue and subsequence cancellation remains unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During the procedure, ports 1-4 did not reach temperature and the procedure was cancelled.